Event description:
It was reported the patient experienced a shocking or jolting sensation. The patient felt a jolt and fell. An ambulance took the patient to the hospital. The patient had not turned off the implantable neurostimulator because it was helping with her new current pain. Patient status was indicated as alive with injury. No action had been taken as of the date of this report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3 7754, serial# (B)(4). Product type: recharger: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
Follow up reported the patient was reprogrammed and would be taking x-rays. It was noted the representative had spoken with the patient about the fall and the patient did not mention a jolt. The patient was unsure of how they fell but noted one leg went one way and the other leg went another way.

Manufacturer narrative:
(B)(4).